Manufacturer narrative:
B.5.medtronic received additional information that the patient did not receive any blood components as a result of this issue and that the patient did not receive any blood because of this issue. Update b.2 and h.1.the event was not life threatening and did not require intervention.the event is product malfunction only. Imf code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a clot at the top of the arterial side of the device. Additional visual inspection shows no evidence of any fm. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a mc3 nautilus oxygenator, it was reported that there was a clot and foreign object identified at the top left of the arterial side of device. The sterile barrier was not sealed when identified. The device was replaced to complete the procedure. Medtronic received additional information that the device was used for 8 days prior to the event. The clot was located on the arterial side by the pink port. There was no clotting noted elsewhere in the circuit (pump and/or connectors). The clot grew slowly. The clot was only observed during the case. There were no other indications for changeout (gas exchange, pressure drop, hemolysis). It was the first oxygenator used in the case. Low gas exchange was not observed. Heparin dosing was monitored with an act instrument to achieve optimal therapeutic response. The patient had not previously been on heparin or other anti- coagulant therapy. Donor blood, whole or components was given to the patient at the initiation, or during, ECMO. Donor blood, whole or components, did not reside in the circuit prior to the initiation of ECMO. The ECMO circuit (pump used, pump included a rotaflow, and the custom pack.